Event description:
It was reported that while putting our set back together in central processing we realized the tip of the tap was broken off.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely contributors to the reported issue include excessive application of torque and the manner in which the tap was used. The root cause of the tip fracture cannot be determined based on the limited information provided.conclusion:the es2 cannulated modular tap 4.5mm was confirmed fractured upon investigation of the returned product. The instrument was discovered to be fractured during inspection of the set in central sterile processing. How and when the fracture occurred was reported unknown. The visual inspection implicates the tap fractured by torsional overload. The manufacturing records for the lot were reviewed and there were no anomalies identified in the manufacturing process.

Event description:
It was reported that while putting our set back together in central processing we realized the tip of the tap was broken off.